Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. In addition, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 778a30, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 3/28/2025. Investigation summary: this is an analysis of video & photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue with some malformed staples on it and a several bleeding also at the end of the video it was a green reload fully fired over the surgery field. The two photos show part of the tissue with some b-form staples and also multiples malformed staples. Based on the video and photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device lot number x9501m, and no non-conformances were identified. Additional information was requested and the following was obtained: what is the surgeon¿s and or staff¿s experience with the device? Very expert starting firing with green reload and seamguard in sleeve gastrectomy we heard voice at middle of firing then after it finish firing, we discover that only the posterior wall of stomach was cut opened not the ant. Wall and stables on both sides not closed and thrown everywhere. Then I closed the posterior defect with interrupted suture and use a black reload but the same gun with seamguard assuming that the green is not suitable and fire more medial toward the calibration tube, unfortunately same thing happen and another hole in posterior wall?? I was about to convert the procedure to bypass as now iam too close to c. Tube and to pylorus, but fortunately I suture the defect and change the gun and use black reload without seamguard firing tangentially then defect closed but I found difficulty in completing the sleeve symmetrically. Methelyn blue test was negative and reenforced with sutures was this device reused or reprocessed? No did the issue occur during the first firing of the device during the procedure? Yes was it noted that the tissue was moving during transection? No did the user fire anvil up or down? Down was the seamguard on the anvil side or cartridge side or both? Both sides. In detail, how was the device cleaned in between firings including a description of the water basin and the depth of the water basin? Device is new and it's the first fire? How was the bleeding addressed? No bleeding except from edges and mucosa was controlled. How was the surgical procedure completed? Explained in first answer what is the patient¿s current status? She is doing well gastrograffin study was fine. Is there a video available of the actual clinical firing? No but there is mobile video after event occur. Is the current patient status known? Yes was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes she need close monitoring for at least 6 months not only for leak but also for stricture, twist, reflux ...etc.

Manufacturer narrative:
(B)(4). Date sent: 02/13/25. D4: batch #unk. Additional information was requested, and the following was obtained: are there pictures/videos available for this complaint? Yes available - what are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) There was bleeding and extended hospitalization but the patient is now stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #x9501m; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the powered echelon stapler was used with green reload. The blade exited while stapling halfway, and the remaining distance had open staples. It was tested again with a black reload and the same issue occurred. It was also tested outside the patient body, and the same problem was observed. There was no patient consequence nor surgical delay reported. Additional information requested.